Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on january 17, 2022, it was found that the instrument channel (from the forceps opening to the fold-prevention part) was clogged with a foreign material because parts such as forceps valve and/or endoscopy accessories fell on the channel. There was no report of patient injury associated with the event.

Manufacturer narrative:
Sorc checked the subject device and found the phenomenon. The manufacturing record was reviewed and found no irregularities. It was presumed that the cause was handling such as the treatment tool that had been inserted remained. The exact cause of the reported event could not be conclusively determined.